Event description:
Hosp personnel responded to a pt described as in cardiac arrest. According to the reporter, the device would charge but would not transfer energy to the pt. The basis for this opinion was not stated by the reporter. A backup device was called for and used, but the pt was not resuscitated. The reporter stated that the pt's death was not caused or contributed to by the alleged malfunction because the pt was not viable and because a backup defibrillator was available and used.